Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. The s-curve hump height was measured within specifications. X-ray examination found the inner coil bunched up/ offset at the connector region consistent with procedural damage. Electrical testing found no conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead helix was unable to be unscrewed and the left ventricular (lv) lead was unable to capture at high threshold. Both the ra and lv leads were removed and replaced. The patient was in stable condition.